Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation of the implantable defibrillator, an episode of non-sustained ventricular oversensing was noted. The device was oversensing post-paced t-waves. The device was reprogrammed resolving the oversensing.